Event description:
The hospital that during the saphenous vein harvesting procedure, the scissors did not open or close on the harvesting cannula. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The patient and device code were coded by the manufacturer. Investigation results: a visual inspection of device showed that the outer extrusion shaft was broken. Scissors could not open and close due to broken outer extrusion shaft. The complaint is confirmed for scissor will not open and close. Corrective action has been initiated to address this failure mode.